Event description:
It was reported that a system error (se) 2367 occurred on the homechoice (hc) during therapy. The technical service representative (tsr) instructed the home patient (hp) to cycle the power to press go to start. The tsr assisted the hp to clear the alarm and advised hp to contact the nurse. The patient later reported she did not recall anything out of the ordinary with therapy that night. The hp stated she discarded the supplies and resumed therapy with new supplies. The hp was doing fine with therapy on the cycler. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a product analysis could not be conducted. As the lot number was not provided, a batch review could not be conducted.